Event description:
Pt had surgery on 8/11/94 for clipping of left ophthalmic artery aneurysm. Three aneurysm clips were implanted at that time. The pt was returned to surgery on 8/16/94 because one of the aneurysm clips had come off and had to be replaced.